Event description:
It was reported that pump experienced malfunction with displayed code but no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.